Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed a taxus express2 2.5x12mm drug eluting stent to the 95% stenosed lesion located in the nontortuous, noncalcified right coronary artery (rca). The lesion was pre-dilated with a 2.5mm balloon, unknown type. The stent was deployed to 22 atms and upon withdrawal the physician "could not get the balloon out of the stent." Inflation was attempted for a second time and then "the physician removed the whole system-guide, wire and sds." The balloon was fully deflated and fully intact upon removal. No patient injuries or complications occurred. Pt status is noted as "ok."

Manufacturer narrative:
.